Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that the device stopped on its own shortly after it was implanted and he had to go in to see his managing hcp (health care professional) to have it addressed. Patient services reviewed that the ins can be turned off with the programmer or clinician programmer, but it needs to be done in person and cannot be turned off remotely. The patient seemed satisfied knowing that the ins cannot be turned off remotely. It was noted the patient reported pre-existing conditions of shock treatment in the psych ward and having pain from not urinating. The patient had difficulty during the report staying on track mentally regarding the reason for the call. No symptoms were reported and no further complications were reported or are anticipated.